Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging an "error 1 issue" with the onetouch ultramini meter. The complaint was classified based on the customer care advocate's (cca) documentation. The pt stated that the alleged issue began about three weeks prior to contacting lfs. During that time, the pt reportedly obtained, "error 1 messages" and "other error messages" on the subject meter. The pt reportedly could not get any readings on the subject meter after the reported issue and as a result, she borrowed a backup meter (unk type) from her friend. She reportedly was getting readings on her friend's meter, which correlated with her feelings. After the reported issue, at an unspecified time, she reportedly obtained a reading of "400mg/dl and something" on her friend's meter while she reportedly experienced symptoms of "hyperglycemia." She also stated that after the reported issue (date and time unk) she reportedly experienced symptoms of "hypoglycemia" and obtained a reading "60mg/dl" on her friend's back up meter. It is not known whether she attempted to test on the subject meter during these symptoms. The pt stated that when her blood sugar was high she took 2 to 4 units of novolog insulin and when the blood sugar was low she reportedly reduced/skipped her diabetic medications. During the troubleshooting, it was noted that this was not a new product. The reported issue was not resolved during the troubleshooting. Replacement products were sent to the pt. This complaint is being reported because the alleged issue was not resolved with troubleshooting. The pt claimed that she developed symptoms suggestive of hypoglycemia as well as hyperglycemia after the reported issue began with the subject meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.